Event description:
It was reported that the infusion set connector and cartridge became detached from the ilet, leading to an interruption of insulin delivery and hyperglycemia, with blood glucose reaching 364 mg/dl; the user was guided to replace the cartridge, connector adaptor, and steel 6 mm contact/detach infusion set, after which insulin delivery was resumed and glucose began trending down. Symptoms included elevated blood glucose without other reported clinical manifestations. Outcomes included transient interruption to therapy that resolved after troubleshooting and supply replacement. Investigation included remote troubleshooting and user education to reassemble and secure the cartridge, connector adaptor, and infusion set, followed by priming and cannula fill. Investigation of this case revealed an infusion set connection issue that prevented proper attachment until the connector adaptor was replaced. It was concluded that the event was attributable to an incorrectly attached or insecure infusion set connector, which was corrected through guided reinstallation and replacement of the connector adaptor, restoring normal operation. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.